Event description:
Apparent lead fracture, 60 inappropriate shocks

Manufacturer narrative:
Brand name is sprint quattro secure., type of device is implantable tachy lead, and model 6947. Evaluation summary: distal conductor was fractured; distal segment was returned for analysis.

Event description:
Asku